Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The blue pixels prevented proper thermal dose threshold (tdt) line formation. The laser was firing at 128% power. The laser was then rotated and power was reduced to 100% which appeared to alleviate the issue. There were no patient complications reported in relation to this event.